Event description:
Customer called reporting issues with her reservoir. Customer's blood glucose was not provided. She said every time she takes out a reservoir on her old insulin pump, plastic would break off. Customer did not troubleshoot because she disconnected. Customer did not verify any product information or lot numbers. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.